Manufacturer narrative:
Room interface board.

Event description:
It was reported by service report that smoke comes out of patient station. It is unknown if there was patient involvement or if there are adverse consequences to report.